Manufacturer narrative:
As reported in the legal brief, a patient was implanted with an optease vena cava filter. The device subsequently fractured. As result of these failures, plaintiff has suffered and will continue to suffer pain and suffering, economic damages, loss of enjoyment of life and other damages. The device has not been returned for analysis. Additionally, a device history record review could not be conducted as a sterile lot number was not received. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in a legal brief, plaintiff alleges that she was implanted with an optease vena cava filter. The device subsequently fractured. As result of these failures, plaintiff has suffered and will continue to suffer pain and suffering, economic damages, loss of enjoyment of life and other damages.